Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, ¿PICC installed without incident, however, immediately after permeabilizing the lumens with physiological saline, serum leakage is visualized at the junction of the lumens to the catheter, so it is removed and another PICC is installed. No patient injury.¿ no other information was provided.

Event description:
It was reported, ¿PICC installed without incident, however, immediately after permeabilizing the lumens with physiological saline, serum leakage is visualized at the junction of the lumens to the catheter, so it is removed and another PICC is installed. No patient injury.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a powerpicc catheter were returned for evaluation. An initial visual observation of the video showed the catheter inside the patient. The catheter was flushed with a clear liquid and a leak could be seen in the catheter tubing; however, no damage could be see on the sample in the returned video. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.